Event description:
It was reported that during the implant procedure, the atrial lead could not be inserted into the connector ports of the pulse generator. The device was no longer used and a new device was implanted. No patient symptoms were reported and the patient would be monitored routinely.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Final analysis confirmed that it was difficult to insert the test lead into the pulse generators atrial connector port and the lead insertion force used to insert the lead was out of specification for this product.